Manufacturer narrative:
Concomitant medical products: d274drgicd, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped, due to fracture and high impedance. The rv lead remains in the patient, out of service, and a high voltage defibrillator lead was implanted. No patient complications have been reported as a result of this event.